Event description:
Procedure type: skin closure. According to the reporter: a phlogisitc-erythematous reaction originated along the edge of the wound, with presence of serum-corpuscolar secernment from the application site of metallic clips. The problem was solved by removing the clips and with application of strips. As consequence was notified an extension of pt hospitalization and specific intervention to remove clips and verify the status of pt skin. No additional information available at this time.

Manufacturer narrative:
(B)(4).